Manufacturer narrative:
Concomitant product: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. (B)(4).

Event description:
The health care provider (hcp) and manufacturer representative reported that the patient had a lead issue and a revision had occurred. The hcp had no record of the patient having the implantable neurostimulator (ins) replaced, but the patient insisted that they had it replaced in 2011. The hcp did have a record of the lead revision that took place on (B)(6) 2011. The lead revision was due to a fall and loss of efficacy. It was unknown if the patient had recovered completely. The hcp went in to read the ins on (B)(6) 2016 and under therapy measurement saw an * and 62.6 months and below saw "for new neurostimulator." The hcp pulled a report from (B)(6) 2012 and this was the first report they ran after the 2011 revision surgery. The hcp was not aware of any power on resets (pors) the patient may have had recently or in the past. Information on the report from 2012 represented that the patient did experience a por and the calibration data was cleared, so the clinician programmer didn't have enough information to estimate the remaining battery capacity of the ins. The hcp was showing that the manufacturer representative was at the revision surgery. Since the hcp did not want to risk the patient ending up with an end of service (eos) situation, they were going to replace their battery in (B)(6) 2016. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation. No troubleshooting regarding the lead revision was reported. Further follow-up is being conducted to determine this information. If additional information is received, a follow-up report will be sent.